Manufacturer narrative:
The actual device was not available; however, four (4) photographs of the sample were provided for evaluation. The photographs were reviewed and showed a separation between the female connector and main body. The reported condition was verified. The cause of the separation was determined to be a manufacturing related issue caused by inadequate solvent to the insert chip. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (blue part) and main body (light blue) of the minicap transfer set. This occurred when disconnecting from an ultrabag after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.